Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, it was reported that the time reset to the default setting during use. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because a time change during use, without user intervention, may result in the user running the incorrect basal segment leading to over or under delivery.

Manufacturer narrative:
Device evaluation: the transmitter has been returned and evaluated by product analysis on 07/12/2017 with the following findings: a review of the pump black box showed no activity related to the reported event. Testing revealed the time and date reset to factory settings when the battery was removed and left without power for 6 hours. Evaluation revealed that the internal clock battery on the printed circuit board had failed.